Manufacturer narrative:
(B)(4). Report source foreign. The event occurred in (B)(6). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed; the drill bit is fractured in two pieces. Dimensional evaluation confirmed that the drill bit core diameter and material hardness conformed to print specifications. Review of device history records identified no deviations or anomalies in the manufacturing process. This device is used for treatment. Review of complaint history identified no complaints for the part-lot combination associated with the returned device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Drill bit broke in half during procedure. No patient consequences were reported and no additional information has been made available.